Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). This product is manufactured by zimmer biomet UK and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet UK manufactures a similar device that is cleared or distributed in the united states under 510(k) number k050441. Reported event was confirmed by review of additional information from study site. Feedback from the surgeon is that microfractures occurred during surgery. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to the instrumentation - the rasps are intended to compact the bone rather than remove the bone. Additional intermediate sizes of rasps have been developed so less press-fit occurs in hard bone patients. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient experienced a crack in minor trochanteric one day after initial total hip arthroplasty. Patient did not undergo intervention; however, was under restricted weight bearing. It was reported the event was resolved after one month. No further information has been provided.